Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received blood glucose readings in mmol/l on his blood glucose meter. No decision to treat was made on the alleged faulty meter. The meter then passed all control solution testing in proper mg/dls. The meter will be returned for evaluation.